Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed full height drawer that was not showing in the hardware test application. A field service engineer (fse) removed and reseated row board cables and pyxibus connections, but the issue persisted. Then, the fse removed all cubies and cleaned connections on row boards, removed and replaced drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not recover and not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.